Event description:
At end of skin closure during right thoracotomy procedure for lung mass, or technician noted tiny tip of the suture needle (approximately 1 mm) was missing. Surgeon was informed and the surgical field and surrounding areas were searched. Surgeon stated he saw a tiny tip fall off from the field to the floor.